Event description:
The patient gets an error 2 message when the test strip is inserted into the meter. Patient contacted patient's nurse for assistance. There is no information if the patient received any treatment. Customer service was unable to resolve the issue and sent the patient a new meter and supplies.